Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the device resulting in a chordal rupture and gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw clip was advanced in the patient and positioned on the lateral side of a2/p2 where there was a p2 flail. After multiple grasping attempts, the anterior leaflet could not be held. The physician attempted independent grasping but still could not hold the anterior leaflet. The decision was made to remove the clip from the patient. During removal, the clip became stuck on the posterior leaflet, resulting in a torn chord. Once the clip was outside the body and was tested, it was noted that the anterior gripper would not drop. The gripper line was observed to be intact. The procedure continued and two xtw clips were placed on the valve reducing the mr to a grade of 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unspecified tissue injury associated with the torn chord appears to be due to the difficulty removing the clip. The cause of the reported difficult to remove associated with the clip being stuck on the posterior leaflet during attempted removal appears to be due to procedural circumstances during clip removal. The cause of the reported positioning failure associated with the inability to capture appears to be due to the gripper actuation issue. The cause of the reported gripper actuation issue could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.